Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The returned product was investigated as follows: analysis of bin files did not show any error for the date of the case. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter had not been used. Pressure test and dissection revealed a leak through the push button. The root cause was identified as a bond issue (guide wire lumen shaft bonding to the push button). This triggered the fail-safe system (notice (B)(4): the safety system has detected fluid in the catheter and stopped the injection). A corrective action was initiated to address this issue.

Event description:
Upon connection of the arctic front catheter, the cryoconsole showed multiple alarm warnings indicating a leak in the catheter. The catheter was not inserted into a patient. No adverse event occurred.